Event description:
Pt to clinic for scheduled hemodialysis treatment; no complaints. Hemodialysis machine set up and passed all tests prior to treatment initiation. Pt's hd treatment started and major blood leak noted as soon as blood came in contact with dialyzer. Optiflux 160 dialyzer with defective parts leading to major blood leak where pt's blood came in contact with non sterile dialysate. Treatment was discontinued immediately and pt's blood was not returned. Pt remained stable with no complaints; approx blood loss of 100mls. Pt's physician was contact at that time. Dates of use: (B)(6) 2012.